Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 2500 ohms and intermittent capture. It was noted that the ra lead was bad. The plan was for the patient to follow-up in the future due to they were having no symptoms. The device remains in service.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which indicated that a surgical revision was performed. The device was explanted to downgrade the patient's therapy. No additional adverse patient effects were reported.

Event description:
Additional information was provided which noted that the patient had previously presented to their clinic because the device was beeping, and they had fatigue and difficulty breathing. The patient had another appointment with their physician, at which time it was thought the device may have been reprogrammed to vvi mode. It was noted that the non-bsc ra lead was fractured and the patient was not doing well with vvi pacing. The patient again presented to the hospital with fatigue; however, the physician did not want another device check at that time. The patient was to have a lead revision; however, it was cancelled for unknown reasons and had not been rescheduled at that time. No adverse patient effects were reported. The device remains in service.